Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: country: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit broke during use. The surgery was completed using a replacement drill bit, and there was a delay of 15 minutes or less for the replacement. There were no contributing conditions related to the event. Surgical technique was utilized. The surgeon confirmed that there was no debris fallout into the patient's body. There was no patient impact and no medical interventions required. Though requested, no additional information was available.